Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The technical support team arranged to replace the pump and advised the customer to use multiple daily injections (mdi) as a backup therapy until the replacement arrived. The customer was informed that they would receive a pump with updated software and acknowledged the instructions for returning the malfunctioning pump and the steps to follow upon receiving the new one.